Event description:
New information received notes the patient experienced a headache and dizziness.

Event description:
It was reported a patient's pacemaker presented in backup vvi mode. Programming changes were made to restore normal parameters. There were no patient consequences.